Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 patient presented for pre-op physical with complaints of severe low back pain and right leg pain and numbness. On (B)(6) 2010, patient presented with degenerative joint disease and spinal stenosis at l4-5 and l5-s1. Patient underwent laminectomy decompression with partial facetectomies and foraminotomies l4-s1 , plif l4-s1 using local bone graft, rhbmp-2/acs, actifuse, interbody cages and excella posterior instrumentation to complete the fusion. There were no noted complications. Patient was discharged on (B)(6) 2010. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.